Event description:
The customer reported that his evis exera iii video system center was producing an e315 scope communication error. According to the initial reporter, this error was present with all 190 series scopes. Reportedly, the staff disconnected the cabling and the error code cleared. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned, therefore the reported e315 error could not be verified. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the error code. However, it is probable that the error code was produced because of an endoscope detection fault. This is likely because the error resolved when the endoscope cable (maj-1430) was detached. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿[3.1 precautions for installation and connection]. ·use appropriate cables only. Otherwise, equipment damage or malfunction can result. ·properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ olympus will continue to monitor field performance for this device.